Event description:
During the coronary artery bypass procedure, the first heartstring seal cracked during loading the seal into the delivery tube and the second did not deploy out of the delivery tube into the aorta. The surgeon used a third unit to complete the procedure. No patient complications were reported by the hospital.